Event description:
It was reported following the patient's drg trial procedure, the patient experienced a headache and vomiting. The patient's physician stated there was no cerebrospinal fluid leak and the patient's symptoms may have been caused by nerve irritation. Follow up identified the patient followed instructions to lay flat and drink caffeinated beverages and the headache and vomiting resolved.